Event description:
It was reported that a user wearing an ilet with a dexcom g7 experienced persistent hyperglycemia after a supply change, with a highest fingerstick reading of 488 mg/dl and the system not delivering correction doses; the family later disclosed they had filled the pump with lantus instead of rapid-acting insulin, and were advised to replace all infusion supplies once the correct insulin was obtained and to contact the care team while awaiting insulin. Symptoms included hyperglycemia and dry mouth, with no other clinical signs or conditions reported. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available due to insufficient information, and no device component issue could be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.